Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a dislodged washer at the grip ring. The washer was loosely placed and moving freely. The instrument was unused and had all its lives. The instrument was placed on an in-house system and passed the recognition and engagement tests but failed initialization test on 3 out of 3 attempts. The initialization test was bypassed and the jaws opened but did not close. Additionally, the instrument was found to have a wrongly placed grip ring. The position of the grip ring is opposite to its original position. A review of the logs verified five homing failures with error code "22026"rand description of, "vessel sealer extended failed during homing on usm4." The dislodged washer at the grip ring likely caused the grips to not close, leading to the instrument failing self-test/homing (initialization) and an exposed blade in most cases. The instrument was transferred to the failure analysis engineer (fae) team. Fae confirmed the initial findings. The instrument was found to have a missing retaining ring that goes on top of grip ring. This missing retaining ring could cause the washer to get dislodged, leading to the initialization failure observed, because of the grips not closing all the way.

Event description:
It was reported that prior to the start (pre-anesthesia) of a da vinci-assisted benign hysterectomy surgical procedure, a vessel sealer extend (vse) instrument had blade exposure. No fragment fell into the patient. The procedure was completing as planned with no reported injury.